Manufacturer narrative:
The user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer performed troubleshooting and determined the occlusions were within the infusion set tubing. Infusion set changes were performed resolving the occlusions. During the report, it was determined the customer was using apidra insulin within the cartridges. Tandem technical support advised the customer against using off label insulin with the pump. Customer's blood glucose level was 380 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.